Manufacturer narrative:
One used list# lat-d1000, connector tego¿ was returned for evaluation. As received, no visible damage or tego's luer post damages were observed, no mating device was returned for evaluation. The sample was tried to be connected with a new bd 10 syringe and it was not possible to be fully connected, the sample was dissembled and excess of adhesive around the seal was confirmed. Complaint of syringe did not attach can confirmed. The probable cause was an error during manual assembly. A device history lot review was performed and no discrepancies, anomalies or nonconformances were identified that might lead the condition reported by the customer.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event involved a connector tego¿ where it was stated that at the renal unit, the support staff reported that the syringe did not attach to connector, it came loose. The time of the event occurred during hemodialysis, with the patient connected to an extracorporeal line. It was reported that since therapy must be interrupted, the support staff checks the permeability of the lines, catheters and connectors when damage to the connector is evident. In addition, she reported that the problem did not cause any injury to the patient or clinical lesions.